Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient has experienced shocking. The patient stated that the stimulation has gotten positional in the past three weeks and will zap them in their back when laying down since about 3 weeks prior. The patient stated that they are not feeling stimulation in other areas. The patient got a low battery screen on the programmer when they went to check the device. The stimulation is on and the patient tried to adjust stimulation, but no changes were noted. The patient was forwarded to the healthcare provider (hcp) to check the ins and the programming. No further complications were reported or anticipated.